Event description:
(B)(6) center in (B)(6) CT had performed an endoscopy on me (B)(6). Everything was fine until the anesthesiologist injected me with general anesthesia at a fast rate. I verbally alerted dr. (B)(6) that I had extreme arm and chest pain prior to falling asleep, they proceeded. After the endoscopy, I was declared perfectly normal and spent the next hours with mid back pain until I became very ill. I was rushed to the emergency room under direction of coastal digestive to (B)(6) hospital the same day with a fever. The ER sent me home with no conclusion on my condition, but called me the following morning to tell me that I had pneumonia where they prescribed me antibiotics for the infection.